Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument did not fire. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
9/18/1998- supplemental report sent to FDA. The device has severe heat damage preventing a proper evaluation from being performed. The heat damage to the plastic portion of this single use device has been attributed to possible heat sterilization by the user facility prior to returning the device to our facility for evaluation.